Event description:
Pt reportedly underewent total knee arthroplasty in 1999. Pt underwent debridement in 2003 during which tibial bearing was noted to be worn. Revision was performed at this time to replace tibial bearing component.